Event description:
Low battery prompt. No patient involvement.

Manufacturer narrative:
Upon receipt, the +ve terminal pogo pin felt less firm than the other pins and did not present a significant resistance when pressed, which indicated the spring within the pin had failed. Although a low battery fail was not replicated during the investigation, measurements taken during the investigation confirmed the failure of the +ve terminal pogo pin. The failed +ve pogo pin had resulted in a poor connection from the device to the pad-pak, leading to voltage fluctuations, an undefined fault code and low battery fails.

Event description:
Low battery prompt. No patient involvement.